Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Last name unknown / not provided.

Event description:
It was reported that the implant was being torqued ay site 29 when the impression coping fractured. The implant was removed at that time. No impact to patient, no medical history reported, and site was not grafted.

Event description:
Tsvtb10 mount fractured and implant removed.

Manufacturer narrative:
The following sections have been updated: b4: date of this report, b5: event description, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h10: added manufacturer narrative.

Manufacturer narrative:
One imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual evaluation of the as returned implant identified fixture mount fractured at hex area. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device has been placed on tooth #29. X-ray & picture evaluation: x-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (1240666) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1240666) for similar events and no other complaint was identified. Jan post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h6: entered evaluation codes.

Event description:
No further event information available at the time of this report.